Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -13.00/+2.0/042 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.

Manufacturer narrative:
B5- the reporter indicated the surgeon implanted a 13.7mm vticm5_ 13.7 implantable collamer lens, -13/2.00/42 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault and significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was explanted and replaced with a shorter length lens. This resolved the problem. H6- health effect- clinical code- 4581- significant reduction of irido-corneal angles. Claim# (B)(4).